Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly and pump error alarm. Customer stated that he already run the testing earlier when he called in and he did not wanted to run the test again. Customer was unable to clear the alarm. The time clock was visible on screen and it was advanced. The insulin pump was not dropped or exposed to moisture. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The insulin pump had buttons now responding. The device will not be returned for analysis.